Manufacturer narrative:
(B)(4). The cause of this incident was undetermined. A batch review was performed for potentially associated lots (h10h30040 and h10g13055) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of dehydration, hypokalemia, hypocalcemia, decreased appetite and peritonitis with culture positive for c-diff in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced dehydration, hypokalemia, hypocalcemia, decreased appetite and peritonitis and was hospitalized the same day. Treatment was not reported. On (B)(6) 2010, a culture was performed, which revealed c-diff. It was not reported whether pd therapy was ongoing. The patient was still in the hospital recovering from the events.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.